Manufacturer narrative:
Customer service performed troubleshooting with the customer to address the suction issue, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and verifying correct breast shield fit. Because troubleshooting did not resolve the issue, the customer was sent a replacement pump. In follow-up with a medela clinician on (B)(6) 2017, the customer indicated that she has a strong history of getting mastitis (5 times), for which she was treated with antibiotics. Currently the mastitis is resolved and the replacement pump is working well, though her breasts are sore after pumping. Attempts by the clinician to address the breast soreness by verifying correct breast shield sizing were not responded to by the customer. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was experiencing low suction with her sonata deluxe single pack breast pump. The customer expressed concerns about developing mastitis again.